Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) a patient experienced uveitis and cystoid macular edema. Additional information was requested.

Manufacturer narrative:
Additional information provided. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for this lens/cartridge combination. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon confirmed he was the surgeon for all 22 cases using same staff and procedures. About half of the cases developed inflammation within the first 2-3 days after surgery and about half developed inflammation 3-6 weeks after surgery once topical steroid had been decreased to once per day or discontinued. He is only concerned about inflammation with this lens model and has discontinued implanting it.